Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an intermittent downstream occlusion with pressure within the limit, the error repeats when tried to clear the occlusion. This occurred during programming/ setup at the medical surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'intermittent downstream occlusion and pressure that was within the limit but when the technician tried to clear the occlusion error repeats' were verified through a review of the event history log but not reproduced due to reload error upon power up. However, the log cannot determined if the alarms occurred was within appropriate ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.